Event description:
The unit was used for an aortic abdominal aneurysm procedure. Reportedly, the instrument did not advance the clips properly. The surgeon applied another device. No pt injury was reported.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.